Event description:
Caller alleged imprecision with inratio. Results as follows: date: (B)(6) 2009; inr = 2.9. Date: (B)(6) 2009; 1st inr = 6.31; 2nd inr = 6.75; mean = 6.53.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009; 1st inr = 6.31; 2nd inr = 6.75. The 2.9 inr is excluded from comparison test since it is done more than 3 hours from ER results. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio meter: mean: 6.53, sd: 0.31, %cv: 4.76. Since 4.76% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Per event details, patient was admitted to the hospital due to shortness of breath and was diagnosed with lung infiltration. Investigation result: precision test: donor 1: return (inr): 2.1, in-house (inr): 2.2, mean: 2.15, sd: 0.07, %cv: 3.29, resolution: pass. Donor 2: 2.1, 1.8, 1.95, 0.21, 10.88, pass. For each pair of replicates for each sample on strip lot 216973, mean and standard deviations were calculated. In-house test results have 3.29% and 10.88%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 216973 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and therefore no further action is required. Data not valid for comparison. Time elapsed between results exceeded three hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Meter and strips were returned. In-house investigation; temp sensing passed. Visual inspection passed. Meter memory registers data 2.9. Product deficiency not established. Accuracy and precision test performed with a returned strip and returned meter met criteria. Product deficiency not established. No further action required. As of 11/11/2009, 22 discrepant results complaint was reported for lot # 216973 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.